Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that there was no issue on the device. The customer successfully completed an inventory count with no errors observed. As the system was functioning correctly, no hardware test application (hta) test was required and no repairs were performed. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire bug drawer 4.2 had failed and continued to fail after recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.